Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar eco 8fg ultrasound catheter and foreign material inside the packaging outside of specification issue occurred. It was reported that when the soundstar eco 8fg ultrasound catheter was opened, there was white " pixie dust " on the handle. They wiped down the catheter and used it for the rest of the procedure. The procedure continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for foreign material inside the packaging outside of specification issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-mar-2023. The device evaluation was completed on 14-mar-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection test of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No white pixie dust on the handle of the catheter was observed. A device history review was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).